Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured implant exchange.

Event description:
Patient reported left side "have breast implants that have been recalled" and "ruptured". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Rupture: not observed in the device. Additional observations: deformation is observed. White particles calcification -like in device outer surface. No further actions are required as the device was implanted additional, changed, and/or corrected data.

Event description:
Patient reported left side "have breast implants that have been recalled" and "ruptured". Device has been explanted.